Event description:
It was reported that while using a bd nano¿ 2nd gen pen needles 32g x 4mm (100 count), the needle was clogged. The following information was provided by the initial reporter: consumer reported no insulin flow when taking injection.

Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using a bd nano¿ 2nd gen pen needles 32g x 4mm (100 count), the needle was clogged. The following information was provided by the initial reporter: consumer reported no insulin flow when taking injection.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 28-mar-2022. H6: investigation summary customer returned (2) open 32gx4mm bd pen needles from lot# 1048092. The customer reported no insulin flow when taking injection. The returned samples were examined, and no damage was observed to either the patient end or non-patient end cannulas. Both samples were tested for flow using a test pen injector, and both were able to expel properly. The alleged issue could not be confirmed based on the returned samples. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was not able to duplicate or confirm the customer¿s indicated failure root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.